Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was implanted to treat the lesion. However, while taking orthogonal views of the deployed stent, the physician found a distal edge dissection. The procedure was completed by covering the dissection with 2.50x12mm promus element plus stent. No further patient complications were reported and the patient was stable at the end of the procedure.